Event description:
An ipp device was explanted on 11/24/86. The cylinders were revised on 9/27/91. A connector was removed from the pt on 1/21/97, due to fluid loss between pump and a cylinder, and replaced.